Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements greater than 125 ohms. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Event description:
Additional information indicated that this device displayed high pacing impedance measurements greater than 2000 ohms. The shock therapy was programmed off and bi-ventricular pacing remains available as the patient is elderly and would not go through an extraction procedure.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.